Manufacturer narrative:
Additional information: a2, a4, d9, g3, h2, h3, h6. One tactisys quartz was received for evaluation. Visual inspection revealed the front ports, rear ports, enclosure, and label were free of physical damage. When power was applied, the tactisys completed the post (power-on-self-test) and communication was established. A known-good catheter was connected, and contact force was observed. Fiso diagnostic revealed all three channels were functional. The tactisys was functioning as intended during investigation. The logs of the tactisys quartz were not available to review. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause of the reported communication issue and subsequent delay could not be conclusively determined.

Event description:
During a premature ventricular tachycardia (pvc) ablation procedure in the voxel mode, a communication issue occurred causing a delay. The tactisys was powered on and physically connected to the catheter and amplifier, but was not recognized by the ensite x system, and did not display contact force. All connections were double checked and restarted, the tactisys to ampere ethernet cord was replaced, and the tactisys serial number was deleted and reentered into ensite x. Despite those steps, the tactisys would not connect. A different tactisys from another lab in the hospital used to and immediately connected and functioned properly. The case was successfully completed with no patient consequences.